Manufacturer narrative:
Device evaluation summary: a visual examination was performed on the band, and noted brown discoloration on the lap-band shell and ring. An air leak test was not feasible as the band ring was received in pieces. The band ring and band tubing had surgical end cuts, consistent with device removal.

Manufacturer narrative:
Taper ii. Medwatch sent to the FDA on 01/10/2017. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Based on the serial number provided, the connector type is assumed to be a taper ii. If returned, visual examination may confirm or determine another taper type associated with this event. This report captures the original band removal. The port that was removed with this system will be captured under MDR 3006722112-2017-00030. Device labeling addresses the reported events of gerd and dysphagia as follows: adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have a "several years gerd and dysphagia". The patient's lap-band system was explanted.